Event description:
The event occurred on an unknown date involving a 14" ext set w/4 gang 1o2® manifold w/baseplate (blue, green, yellow, red), check valve, clamp, rotating luer, 1 ext where the customer reported that the blue port of the 4-port manifold leaked when used (for propofol infusions). There was patient involvement and unknown human harm.

Manufacturer narrative:
E1 - initial reporter phone has an extension (B)(6). The device is available for evaluation; however, has not yet been received.

Manufacturer narrative:
Received one used b55005 extension set w/4 gang 1o2 manifold for inspection. No defects or anomalies noted. Each valve was leak tested per product specifications. There was no leakage. The reported complaint of leakage was unable to be replicated or confirmed. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.